Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse was dispatched and replaced defective 2 way solenid valve. Ran calibration, qc (quality control) and precison check - all passed. The most probable cause of the reported event was sample loop came out of ferrule.

Event description:
On (B)(6) 2016, the customer reported low pressure error 101 with their hlc-723g8 analyzer. Customer reported low pressure error and then the run aborted. Said that the pressure starts with a normal reading then it will drop. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.